Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain ("stabbing pain"), migraine ("migraines"), fatigue ("fatigue"), abdominal distension ("bloated") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, pain, migraine, fatigue, abdominal distension and back pain outcome was unknown. The reporter considered abdominal distension, back pain, fatigue, menorrhagia, migraine and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.